Event description:
Boston scientific received information that this product was part of a system revision due to infection. In addition, this explanted pacemaker was used as an external temporary pacing device. There were no additional adverse effects reported. The product was out of service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.